Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Customer's blood glucose (bg) level was over 500 mg/dl at the highest. A correction bolus was delivered to address bg. Reportedly, the customer had manual injections as alternate insulin therapy.